Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an unknown endologix device at an unknown time. It was reported that the limb was placed too short due to tortuous anatomy which shortened the iliac limbs on imaging. Secondary procedure was performed on (B)(6) 2018 where the physician elected to place 2 additional limb to extend the covered area. No additional patient sequalae have been reported.

Event description:
Patient was implanted with an unknown endologix device at an unknown time. It was reported that the limb was placed too short due to tortuous anatomy which shortened the iliac limbs on imaging. Secondary procedure was performed on (B)(6) 2018 where the physician elected to place 2 additional limb to extend the covered area. No additional patient sequalae have been reported. Correction: patient was implanted with an unknown endologix device at an unknown time. Reportedly, the limbs were placed short during the original procedure due to the tortuous challenging anatomy and foreshortened the iliac limbs on imaging. Based on computerized tomography the physician decided to extend slightly; however, it was stated that there was no device issue and no patient harm. Secondary procedure was performed on (B)(6) 2018, where the physician elected to place 2 additional ovation ix limbs to extend the covered area. No additional patient sequalae have been reported.

Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, medical records and medical imaging were not available. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation could not be performed as the lot number was not provided. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b3: date of event - updated. B5: describe event or problem - correction. H6: patient code - remove 3190. H6: device code - remove 1494 and 1583. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.